Manufacturer narrative:
Occlusion alarm: 213 and 71.the investigation has been completed and the malfunction alarm was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During the system check with tandem's technical support, a malfunction alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer would resume insulin therapy using manual injections.